Event description:
It was reported that a patient underwent a cardiac ablation procedure with qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode. Initially it was impossible to shoot due to temperature rise. Irrigation functional. However, observation of blood in distal part of catheter. Probe change. No patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-feb-2025, observed reddish material in the tip of the device. Further examination under microscopic imaging, a separation between the pebax and electrode area was found. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and electrode on 13-feb-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 14-jan-2025. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual analysis revealed reddish material in the tip of the device. The device was connected to the generator, and no temperature was displayed due to an open circuit at the tip area. Further examination under microscopic imaging, a separation between the pebax and electrode area was found. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The high temperature issue and the pebax issue reported by the customer were confirmed. The potential cause of the open circuit could not be determined. The root cause of the pebax separation could be traced to the manufacturing process. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿blood in distal part of catheter¿ issue. In addition, biosense webster inc. Analysis findings of the ¿reddish material in the tip of the device¿ and ¿a separation between the pebax and electrode¿. Investigation findings: open circuit (c0205)/ investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿impossible to shoot due to temperature rise¿ issue. In addition, biosense webster inc. Analysis finding of the ¿open circuit at the tip area¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿blood in distal part of catheter¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Manufacturer¿s reference number: (B)(4).